Event description:
It was reported that the pump battery could not be charged using the tandem-provided wall adapter. There was no adverse impact to the customer's blood glucose level. The pump was able to successfully charge the pump with an alternate wall adapter.